Event description:
On (B)(6) 2012, the patient contacted animas for an unrelated issue, and during troubleshooting the patient's pump rebooted twice. The patient admitted that the pump had been rebooting for a few weeks. He denied damage to the battery compartment or battery cap, and denied corrosion in the battery compartment. The patient confirmed that the battery cap tightens to resistance with no yellow o-ring visible. The patient stated that the issue remained unresolved with a battery change. The patient stated that the battery cap was changed more than seven months ago. The user guide instructs the user to change the battery cap every three to six months. There were no reported blood glucose excursions as a result of the alleged power issue. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history shows several unexplained power on resets. A visual inspection shows no evidence of moisture in the battery compartment or in the pump. There was no damage found to the battery compartment or battery cap. The battery cap was found to tighten securely to the pump. The battery cap contacts were found to be within specification. The reported intermittent power issue was not duplicated during investigation. Unrelated to complaint, a review of the black box history shows that the pump was unable to maintain time and date settings. The internal battery was found to be corroded and unable to hold the charge. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.